Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery in which the pump and balloon were removed and replaced with new components due to unknown reason. No patient complications were reported in relation to this event. No more information is available at the moment, additional information was requested and will be provided as relevant information becomes available. Additional information received. The patient reported that the old aus had not been working for a while. The specific issue was not provided. No adverse events were reported.